Event description:
Pt's attorney reported: 2004- the pt underwent a ventral hernia repair procedure with implant of a composix kugel mesh patch. In 2006, the pt is presented with a small bowel obstruction and admitted to surgery. Adhesions were noted and taken down. The pt was discharged in good condition. Seven months later, the pt is presented with a small bowel obstruction secondary to intra-abdominal adhesions and kinking of the bowel. The adhesions were taken down. In 2007, the patient is presented with a recurrent incisional hernia and a partial small bowel obstruction. The adhesions were taken down.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. While recurrence and adhesions are known adverse events that is listed in the IFU, no conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional info becomes available.